Event description:
An empty cartridge alarm was reported by the caller, indicating that the pump detected an empty cartridge. The caller noted a discrepancy between the insulin gauge display and the expected amount, with the fill estimate showing zero despite expecting 150 units. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl or the cgm to read ¿high,¿ indicating no adverse impact. To resolve the issue, the customer loaded a new cartridge. Technical support educated the caller on the alarm and advised to call back if the discrepancy persists with future cartridge fills. There was no request for additional resources, and no further action was required unless the issue continues.